Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead exhibited high pacing thresholds and noise. The physician believed the ra lead was fractured. A revision procedure was performed, the ra lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported. The ra lead is expected to return to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased pacing threshold measurements may have been impacted by the calcification of body fluids on the lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead exhibited high pacing thresholds and noise. The physician believed the ra lead was fractured. A revision procedure was performed, the ra lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported. The ra lead is expected to return to facility for analysis.